Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. The reported event of helix was unable to extend was confirmed. The cause of the helix was unable to extend was isolated to the helix being clogged with blood and overtorque of the inner coil. Electrical testing did not find any indication of conductor fractures. Shorting was found between conductors due to overtorqued inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported events of loss of pacing, failure to capture, and decreased sensing were not confirmed.

Event description:
Additional information was received indicating that high impedance values were noted during the procedure.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report. This product is registered as a combination product.

Event description:
During the initial implant procedure, there was some loss of pacing and decreased sensing value that was alleged to be due to exit block noted on the right ventricular (rv) lead. When attempting to reposition the rv lead, the helix was unable to extend out of the lead. The rv lead was finally exchanged to resolve the event and the patient was in stable condition.